Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, in all of the four devices the gray seal piece was floating and would not catch. Another device was used to complete the procedure. No adverse consequences reported.